Event description:
Customer alleges discrepant results with meter and the lab: date: (B)(6) 2011, inratio: 3.1, lab: 2.5. Patient's target therapeutic range is 2.0-3.0. Patient's coumadin dose was held on (B)(6) 2011. Results were performed within 24 hours of each other.

Manufacturer narrative:
Pending.